Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing and high pacing thresholds. Also, pacing was not delivered when required. Further, a new ra lead was placed but sensing and thresholds became worse, hence, the ra lead was left in place. Additional information was received indicating that the cause of the high threshold was likely due to patient's condition. This ra lead remains in service. No additional adverse patient effects were reported.